Event description:
It was reported that a patient was hospitalized and had swelling in the pocket site and it was found that the pocket was full of cerebrospinal fluid (csf) which was confirmed by fluid culture. The patient also had headaches. It was stated that the fluid in the pocket increased after a pump replacement surgery (B)(6) 2014. The patient noted that the hcp had written ¿pump malfunction¿ on the paperwork for the revision surgery. During exploratory surgery to determine the issue, it was discovered that there was a tear in the catheter at the pump/catheter connection and csf leaked into the pocket causing a seroma. A catheter revision was performed. The manufacturer¿s representative noted that the proximal strain relief sleeve was not used. The healthcare professional (hcp) noted that at the time of the catheter revision the dose was decreased, and as a result the patient had ¿withdraw¿ due to rate being reduced to minimal flow. The patient was wearing an abdominal binder to reduce swelling post operatively. The pump was used to infuse dilaudid and clonidine. No outcome was reported for this event. Follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008-04-29, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 2015-08-05 from the consumer and later from the healthcare provider (hcp) via crts (customer response tracking system) and physician letter regarding a (B)(6) female patient currently receiving 150mcg/ml clonidine at 0.91mcg/day and 20mg/ml dilaudid (hydromorphone) at 6mg/day via an implanted infusion pump. The patient was administered oral dilaudid and ambien. The indication for use was noted as spinal pain. The hcp assessed the patient with lumbar disc, lumbar radiculopathy, failed back syndrome, and osteoarthritis in the hip. The patient had a history of left hip total replacement (B)(6) 2014, peripheral arterial disease on her left foot, and had to have a portion of her third toe removed, due to which the patient had difficulty walking and was being observed for extremity circulation. The consumer stated that when the entire pump had to be replaced it had been because the catheter had been "sutured through." The consumer stated she had been leaking spinal fluid "for like a month." The consumer stated that the event had occurred in (B)(6) 2015, but the hcp stated this event was a continuous of the previous event that had occurred in (B)(6) 2014. The rate was adjusted at that time as a troubleshooting step because "it was obvious she was not receiving the appropriate dosage" due to the splice in the catheter "and the rate was decreased to minimal flow" and the dose has since been adjusted to its current level. As a result of this issue the patient had experienced more/severe pain (average 5 out of a 0-10 scale), had withdrawal symptoms of diarrhea, and irritability.